Manufacturer narrative:
The t:slim pump user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went swimming with the pump. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer also reported that the pump was worn while receiving an x-ray approximately a month ago. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.